Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to routine device change, this left ventricular (lv) lead exhibited high pacing thresholds. The lv lead dislodged and was abandoned surgically. No additional adverse patient effects were reported.